Event description:
It was reported that the recanalization catheter successfully went up and over the arch; however , the 7f sheath "popped" back and kinked the catheter. The catheter was removed without incident. There was no reported patient injury.

Manufacturer narrative:
A further clinical review was performed and identified this event to be MDR reportable pursuant to 21 cfr part 803. A manufacturing review was conducted. The lot met all release criteria. The device was returned. The investigation is confirmed for a kink. Per the complaint comments, the catheter successfully got up and over the arch; however, the 7f sheath "popped" back and kinked the catheter: therefore it is possible that procedural issues contributed to the reported event. It is unk if patient issues contributed to the event. The definitive root cause could not be determined based upon the available info. The info provided by bard represents all of the known info at this time. Despite good faith efforts to obtain additional info, the complaint/ reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.